Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on their health. Technical support decided to replace the malfunctioning pump, and the customer was instructed to return the faulty pump using a pre-paid label while putting it into storage mode before returning. The customer will continue to use their current pump as backup therapy until the replacement arrives.